Manufacturer narrative:
The devices associated with this report were not returned. Several follow up attempts were attempted to obtain the items and additional event information but were unsuccessful although the initial report stated the product was going to be returned. A complaint database search was not possible because the necessary lot code was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
This report concerns the breakage of a versanail troch entry femoral nail and 4.5mm screw.